Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #m90k5f.

Event description:
It was reported that during a nephrectomy procedure, according to the scrub nurse, the doctor used the device approximately ten times and the plastic tip separated from the jaw of the device at the tip. The instrument was no longer needed. There were no adverse consequences for the patient.